Event description:
This lead had to be cut and capped on (B)(6) 2012 as it was stuck in the header of the device. The procedure took place at (B)(6) with dr. (B)(6) in (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).